Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited oversensed noise. It was noted the noise was due to electromagnetic interference (emi). Subsequently, this lead was surgically abandoned and successfully replaced. No additional adverse patient effects were reported.